Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ how many devices demonstrated the alleged deficiency? ¿ when was the needle broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ can you identify the product code and lot number of the product involved? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a thoracoabdominal aortic aneurysm procedure on an unknown date and suture was used. During the thoracoabdominal aortic aneurysm procedure, the needles are bending and breaking, and its very hard for the surgeon to use. They were bending and very soft. The needles were not in patient's body sot here's no patient consequences no patient consequences. Additional information was requested.